Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During field service installation, the user reported the cardioplegia monitor would not power on when connected to the safety monitor. The user reported the safety power module in the safety monitor was defective. Since the event occurred during field service installation, there was no pt involvement during this event.